Event description:
The customer reported having alarms. It was indicated that the customer was using different brand of infusion set. Few days later a nurse called to report that the customer was hospitalized for high bgs and the alarm history shows repeated alarms. It was believe that the customer did not change the set and site. Troubleshooting was performed. The device passed the functional testing.